Event description:
It was reported that there was difficulty in inserting the tool in the attachment. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of difficulty inserting the tool in the attachment was confirmed. The likely cause of device failure is distal bearing was detached. It was noted that the tip of the tube was out of shape, the tube was scratched or dented or scored. Also the laser markings were illegible or faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.